Event description:
It was reported that the peel-apart introducer ruptured. Pieces had to be removed with pincers with a risk of migration in the circulation.

Manufacturer narrative:
This complaint of a ruptured introducer sheath is inconclusive due to the condition of the sample. As evidenced by the sample returned it appears the introducer sheath has been damaged through use. The sheath is missing one of its damaged peel tabs. The dilator was not returned for evaluation. The product IFU gives instructions on proper placement techniques. No manufacturing defects were observed. This appears to be a user technique issue. A chr of lot# hurb3008 showed no other product complaints from this lot number.